Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was conducted. The report indicates that: part: 03.010.405 lot: 9123725, DHR review for part.: manufacturing location: (B)(4). Manufacturing date: 20 november 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during distal locking of a proximal femoral nail antirotation (pfna) through the insertion handle, the surgeon did not hit the screw hole with the drill bit. The aiming and insertion devices aimed posteriorly of the distal screw hole from the pfna. The surgery took place on (B)(6) 2016. The issue prolonged the procedure by 30 minutes. The nail and the blade were eventually implanted. The procedure was successfully completed with freehand locking of 240 mm nail. The substitute aiming arm and insertion handle were not used. Complaint involves 2 parts. Reported concomitant devices: pfna nail (part: 472.265s, lot: 9962368, quantity: 1). Drill bit (part: unknown, lot: unknown, quantity: 1). This report is 1 of 2 of com-(B)(4).